Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was still in me-vagina [foreign body in reproductive tract]. Tampon string fell off [device breakage]. Went to take out my tampon and the string fell off [complication of device removal]. Case description: consumer reported via email that the tampon string broke off during removal. No serious injury was reported.